Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose reading of 15.9 mmol/l on his accu-chek instant meter. The patient trusted the reading and administered an unknown amount of his fast acting insulin. The patient suffered a coma and was hospitalized. Treatment received an blood glucose values obtained in the hospital are unknown. The time when each test was performed was unknown. The issue occurred on three different unknown occasions.